Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error during the priming process. The blood glucose reading was unknown.

Manufacturer narrative:
The insulin pump had an act button did not respond due to flattened button dome switch. The insulin pump was unable to verify motor error alarm and no delivery alarm due to button keypad anomaly. The motor passed motor test. The insulin pump had minor scratches on display window and cracked reservoir tube lip.